Manufacturer narrative:
B5 - lens replaced with a longer length lens on (B)(6) 2023 and problem was resolved. Patient is happy. Claim# (B)(4).

Manufacturer narrative:
Work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm513.2 implantable collamer lens of -11.0/2.0/134 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. Low vault without rotaton was observed.